Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up, when the carrier of the pico 7 dressing was removed, most of the silicone adhesive came out with the carrier and did not remain on the dressing. Due to the issue, a piece of gauze was temporally applied on the wound, then npwt was started with renasys on the next day. No injury or other complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. This event may result in a loss of the moisture and bacterial barrier and may cause minor or temporary injury (e.g., delayed wound healing, maceration) requiring no or minor medical intervention. The event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.